Event description:
In 2009, the lay user/pt contacted lifescan (lfs) alleging that his one touch ultra2 meter continued to prompt the "apply blood" symbol, even after applying a blood sample to the test strip. The complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue started in the afternoon of event. The cca noted that the pt manages his diabetes with insulin (no adjustments); however, it is not known what action the pt took regarding his diabetes management as a result of the alleged issue. The pt claimed that approximately 4 hours after the error message appeared, that he became sweaty and dizzy. The pt stated he treated self with food and/or drink that afternoon. At the time of troubleshooting, the cca noted that the pt was using the correct testing technique and that the test strip drew in the sample. The alleged issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.